Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. (B)(4). The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment and a gore® excluder® aaa contralateral leg component was implanted. The patient tolerated the procedure. On (B)(6) 2017, the patient underwent reintervention for a type ii endoleak multiple branches were coiled and the internal iliac arteries were covered with an additional gore® excluder® aaa contralateral leg component. The endoleak was not resolved and the physician will monitor the patient.

Manufacturer narrative:
Patient medications include but are not limited to:vitamin b-12 tabs (cyanocobalamin tabs) once monthly atorvastatin calcium 20 mg oral tabs (atorvastatin calcium) take one tablet by mouth once daily, lisinopril 10 mg oral tabs (lisinopril) take one tablet daily, atenolol 50 mg oral tabs (atenolol) one tablet daily aspirin 81 mg tabs (aspirin) three times per week.

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for a abdominal aortic aneurysm measuring 7cm in diameter and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2017, the patient underwent caudal embolization of the right ilial lumbar artery with injection of topical thrombin and coiling of internal iliac artery. A gore® excluder® aaa aortic extender component was placed proximally and the bilateral limbs were relined. The aneurysm diameter at this time measured 7.1 cm. The patient tolerated the procedure and the endoleak was resolved.